Manufacturer narrative:
All available information was investigated and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report the steerable guide catheter unable to hold fluid column. It was reported that during preparation for a mitraclip procedure, the steerable guide catheter (sgc) was unable to hold fluid column once the dilator was introduced. The sgc was re-prepped twice per IFU but the issue persisted. No additional information was provided.